Event description:
Cao group inc. (B)(4). Product: navigator. Usage: soft tissue cutting laser. Problem: under certain conditions, the laser will fire without being activated. Description: after the laser is set in the favorites, once you exit, it will fire without being activated. Reason: insufficient software testing. Duration: known for over one year. Plan: no plan. Injuries: can cause eye injury, cut skin. Navigator. Have never been operated on, did some testing on the device and it is dangerous to the public.